Event description:
Reporter alleged having discrepant back to back blood glucose results of 190, 60 and 63 mg/dl when all tests were performed 1 minute apart on the advantage system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing and self-treated with food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.